Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during a bolus delivery attempt. Her blood glucose was 577 mg/dl. The customer treated with manual injection. Insulin exited the tubing during a fixed prime. The drive support cap appeared normal. The infusion set cannula was not bent. No air was found in the tubing. Insulin exited during a manual prime. No leaks were found. The customer did not have a tubing clamp to complete troubleshooting. She was advised to change the entire set, reservoir, and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).